Manufacturer narrative:
The reported ilet pump failed to prime during initial training despite multiple fill attempts. Troubleshooting later confirmed proper priming with drops observed, and no device fault was identified. No adverse clinical effects occurred, and a replacement device was provided.

Event description:
It was reported that an ilet insulin pump failed to prime during initial training, with multiple infusion sets not producing drops despite significant fill attempts, and the user requested a replacement pump. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no impact beyond device replacement. Investigation included customer service troubleshooting, device history and records review, and collection of usage details from the training event. Investigation of this case revealed a failure to deliver due to an undetermined cause, with no evidence of user harm and no confirmed device malfunction beyond inability to prime. It was concluded that the event was non-serious, related to a suspected device performance issue during setup, and a replacement device was provided while the original was requested for return and evaluation.